Event description:
Patient reported "¿health has declined over the last few years with immune problems - not device related, underactive thyroid - not device related, low immune system - not device related, rheumatoid arthritis - not device related, swollen glands, lumps in armpits, permanently exhausted - not device related, concerns regarding bii and alcl. Patient is seeing a neuropsychologist - no answers from tests and has been signed off work for a long time. Patient reported lumps in the left... One breast is completely hard, the shape has changed¿¿ device remains implanted. This record relates to the left side.

Manufacturer narrative:
The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, anxiety, lump/nodule, and visibility/palpability.